Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional health effect - impact code was inadvertently excluded in the previous report. Code added to this report.

Event description:
Additional information received indicates that the l2 lead was explanted on (B)(6) 2021. No new lead was implanted at l2 location.

Event description:
It was reported that during a lead revision procedure (related manufacturer reference number: 1627487-2021-16784) on (B)(6) 2021 the l2 lead was accidentally pulled by the doctor. The lead could not be replaced.